Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the inferior part of the cartridge bevel was damaged (shredded). The scrub nurse cannot be sure it came out of the packet intact. The surgeon asked for a new cartridge and new intraocular lens (iol). The new cartridge did not seem to fit the same injector well so a new one was used with no issues. There was a 5 minute delay in the procedure but no injury to the patient. This MDR is to capture the event regarding the reported cartridge with bevel damage.

Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic ovd (ophthalmic viscosurgical device) inside the tube and tip indicating that the device was handled and prepared for surgical use. A crack was observed at the cartridge tip section. Based on the evidence observed, the condition of the unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip protruded through the cartridge tube creating a crack (shaped hole). The customer's reported complaint was verified. Manufacturing records review: the manufacturing process record was evaluated. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.